Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: we were able to identify a possible plastic particle that would probably move from the needle barrel.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 26-jul-2022. H6: investigation summary: sample and photo received for investigation. Upon visual inspection, a needle is displayed with damage on the hub of the needle. Further evaluation was conducted, it can be verified that the burr was not loose from the product, and after the sample checks, it was confirmed that the burr was still attached to the barrel. This is part of the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Measurements met acceptance criteria.

Event description:
`It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: we were able to identify a possible plastic particle that would probably move from the needle barrel.